Manufacturer narrative:
Device was not returned for evaluation. The device is a synthetic devices made from (B)(4). Mesh erosion is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
A complaint received by proxy biomedical on (B)(4) 2012 states the pt has been "seriously injured" and continues to suffer "ongoing pain, vaginal complications, and mental anguish." The complaint also states the pt's injuries were so severe that "surgery to excise the eroded mesh was required." The reported was made by a representative of the pt within (B)(6). The pt is female, identified as '(B)(6)' - their age, weight or medical condition is unk. The polyform product lot number has not been provided to bsc. The hospital detail were the implant was performed has not been provided to bsc. The hospital details where the corrective surgery to excise the mesh was performed has not been provided to bsc. The date of implantation is unk; the date of corrective surgery is unk.